Event description:
A doctor reported interface haze after lasik performed by other doctors. Additional information has been requested.

Manufacturer narrative:
Additional information: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Root cause is unknown. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).